Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the returned stent was found to be deployed. The stent delivery wire was found to be severely kinked/bent in few places and there was no breakage noted to the stent delivery wire. The stent was found to be broken/fractured (according event description operator cut it). Functional testing was not performed as the returned stent was deployed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as moderately tortuous. The stent delivery wire was returned and was found to be severely kinked/bent which may have been perceived as broken/fractured during the procedure. The physician had to cut the catheter to remove the stent to prevent harm to patient. The stent was found to be cut. The as reported event of the stent delivery wire broken/fractured will be assigned not confirmed as the stent delivery wire was found to be kinked/bent. The as reported event of the stent difficult/unable to transfer, patient medical or surgical intervention required and the stent difficult/unable to advance or pullback through catheter as well as the as analyzed stent delivery wire kinked/bent and the stent broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the procedure when the subject stent was introduced into the microcatheter it got stuck and could not advance. The delivery wire fractured because of excessive force to deliver the stent. The catheter was cut to withdraw the stent and prevent harm to the patient. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Event description:
It was reported during the procedure when the subject stent was introduced into the microcatheter it got stuck and could not advance. The delivery wire fractured because of excessive force to deliver the stent. The catheter was cut to withdraw the stent and prevent harm to the patient. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.